Event description:
It was reported via a maude event report from the FDA that the patient was transferred from an outlying facility where stemi was identified, for emergent cath/pci. Several episodes of vtach at outlying facility, sedated, cardioverted, and intubated. Films revealed 100% occlusion of om2. Dilated with a 2.0x15 voyager, and a 2.5x18 multilink minivision was deployed. Final films revealed good angiographic result. Medications including asa, plavix and heparin. To ccu at 0135. Episode of vtach and cardiogenic shock. Returned to ccl at 0926. Relook angiography reveals 95% stenosis of om2 at previously placed stent with thrombus. Dilated with 2.5x15 voyager, serial inflations. Concern for distal edge dissection, and decision made to place a 2.0x18 multilink minivision. Post dilated with the voyager. Final films reveal good angiographic result. Decision made to iabp. Patient returned to ccu. Discharged to nursing home (B)(6) 2010 with meds including asa and prasugrel. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The reported patient effects of thrombosis, dissection and cardiac arrhythmias, which includes ventricular tachycardia, are listed in the mini vision instructions for use (IFU) as known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. (B)(4).